Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the cause of the pump stop was confirmed to be due to short to shield. There was no adverse patient impact.

Event description:
It was reported that the patient had a pump stop and was admitted to the hospital. Chest x-rays were performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the issue was determined to not be driveline related but the system controller was malfunctioning. The system controller was exchanged, and the patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2022 through (B)(6) 2022, per the timestamps. Multiple pump stop and low speed events were captured between (B)(6) 2022 and (B)(6) 2022. This abnormal pump behavior was associated with low speed advisory, low speed hazard, and low flow hazard alarms, and occurred while the patient was operating on 14 volt batteries and the power module. Based on previous complaint experience, this type of behavior could be indicative of a potential driveline issue, resulting from a phase-to-phase short. It should be noted that no external power, low battery, and backup battery in use events were captured during the abnormal pump operation that appeared to be associated with the suspected driveline damage. No other notable events or alarms were captured. The submitted x-ray images were inconclusive for any areas of potential driveline wire compromise. The account indicated that the patient was doing fine after their system controller was exchanged. It was thought that the controller had been malfunctioning and that the issue had nothing to do with the driveline. No additional alarms were observed as of (B)(6) 2022. Of note, evaluation of the returned system controller found that the device functioned as intended. The reported event could not be correlated to an issue with the returned system controller. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 6 of the IFU, "patient care and management", under ¿pump performance monitoring¿, covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed, low flow, and pump off alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-01308.